Manufacturer narrative:
A ge oec service representative investigated the issue and found what was reported no boot issue, was a camera rotational failure. The boards were re-seated and the system operated as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to the issue.

Event description:
The ge oec 9600 fluoroscopy system reportedly would not boot up.